Event description:
It was reported that the patient was experiencing pain with stimulation as well as pain with the defibrillation of their pacemaker. The patient was reportedly admitted to the hospital. Multiple attempts were made to the patient's physician for additional information; however, no further relevant information has been received to date.